Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer stated that her sensor read 48 mg/dl while she was stuck at 108 mg/dl. The customer stated that she troubleshooted three times in the morning and the sensors did not calibrate. The customer stated that her sensor was low even though her blood glucose is fine. The customer stated that her sensor glucose reading is normal and the sensor alerted her several times to troubleshoot. The customer was advised with blood glucose over 100 mg/dl, the sensor is not reading her isig correctly because it is too low for her blood glucose. The customer will be sent replacement sensor.

Event description:
The customer reported via phone call of a sensor anomaly. The customer stated that her sensor read 48 mg/dl while she was stuck at 108 mg/dl. The customer stated that she received threshold suspend alarm three times in the morning and the sensors did not calibrate. The customer stated that her sensor was low even though her blood glucose is fine. The customer stated that her sensor glucose reading is normal and the sensor alerted her several times threshold suspend. The customer was advised with blood glucose over 100 mg/dl, the sensor is not reading her isig correctly because it is too low for her blood glucose. The customer will be sent replacement sensor.